Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: part returned. H3, h4, h6: a review of the device history record. Device history lot. A review of the receiving inspection record (ri) was performed on the x-15 torque driver (product code: 2883-06-100, lot number: gb116226). This lot was produced as a single batch consisting of (B)(4) units which were released to stock on december 10th, 2018. No discrepancies were observed during the manufacturing process. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: investigation summary background: it was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification the torque tested high the product has been quarantined and is available and is being returned. There was no patient involvement. This complaint involves one (1) device. Investigation flow: device interaction/functional. Visual inspection. The returned torque driver was evaluated at west chester cq. There was no visual damage evident on the device. The drive feature of the device was in good shape. Functional test. Functional testing was performed by the fsl ups lyndhurst, n site.during routine incoming inspection of a loaner set, it was observed that 288306100, lot number gb116226 was found to be out of drawing specification. The drawing specification. The complaint was confirmed as the torque tested high. Dimensional inspection. A dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/ specification review. Drawing(s) reviewed: (current & manufactured revisions). No design issues were observed. Conclusion: the overall complaint was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained and has an internal mechanical failure. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 2.75-3.25. The torque tested high ¿ 3.52. The product has been quarantined and is available and is being returned. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) x15 torque driver. This is report 1 of 1 for (B)(4).